Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the trigger was sticking on the battery reciprocator device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run, the jumper ring and trigger were sticking, and the end sleeve would not rotate. Therefore, the reported condition was confirmed. It was further determined that the wire insulation on the electronic control unit were damaged, electric motor had unusual noise and vibration, gear component and end sleeve were corroded, trigger components were damaged and seals were worn. The assignable root cause was determined to be due to improper cleaning/care and possibly immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.